Event description:
Caller alleged discrepant results compared with the lab. No signs of bruising. Doctor's test and lab test on (B)(6) 2010 were done within 30 minutes. Meter and lab results from (B)(6) 2010 were done within one hour. Patient has been using meter for eight weeks.

Manufacturer narrative:
Investigation pending.